Event description:
It was reported that an One-Link Non-DEHP Standard Bore Catheter Extension Set was disconnected from the intravenous line resulting in blood leakage. The issue was identified shortly after the patient arrived in the Post Anesthesia Care Unit (PACU), approximately 5 minutes after handoff report, when the patient reported a sensation of wetness near his shorts. Upon assessment, the PACU nurse observed a significant amount of blood on the patient's shorts, bedding, gown, and blanket. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/D10: The event occurred on an unspecified date in June 2026.Should additional relevant information become available, a supplemental report will be submitted.